Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome with no crease. Unit received with minor scratches on lcd and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive and has to be pressed multiple times before it works and it sticks. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.